Event description:
Report rec'd from the (B)(6), stating that the device had an e2 error message on console. The device was being used during surgery. There was no injury or delay reported. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).